Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient had nasal bleeding during a trans-nasal endoscopy. Since it was hard to achieve hemostasis, the user facility utilized at the target site with a nasal spray for local vasoconstriction (privina) and attempted astriction, successfully achieving the hemostasis. The user facility completed the procedure using the subject device. The user facility reported that this event was caused by omitting a part of preparations (insertion of nerathon catheter) due to miscommunication among the local health professionals. The user facility considered that there was no problem with the subject device.